Manufacturer narrative:
Product analysis: the full lead was returned in segments, analyzed, and no anomalies were found. The interior superior vena cava defibrillation cable was extrinsically fractured due to pulling/stretching. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was replaced non-prophylactically. Additional attempts to clarify the lead issue with the clinic were unsuccessful. No patient complications have been reported as a result of this event. 2020-06-26: it was further reported that the lead was fractured.